Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen screen also directional buttons did not work on the lock screen. Customer's blood glucose value was 156 mg/dl at the time of the incident. Customer reports the time clock advances. Customer reports the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. Customer sated insert battery alarm appeared on insulin; in pump screen. Customer stated inconsistent button response. The device will be return for analysis.